Event description:
The manufacturer received information alleging a red lamp was flickering and a sandglass mark appeared on the screen while the device was in patient use. It was also stated that the airflow continued. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system and display boards were replaced to address the issue. Additional information not related to the issue; the device's event log could not be acquired. The software version was checked. (1.06.10.00).